Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a ventilator inoperative condition. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not confirmed. A "service required" code was found in the ventilator's downloaded error log. The device's system board needs to be replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.